Manufacturer narrative:
The conclusions are as follows: several resets are recorded with the first one occurring on (B)(6) 2025. Upon reception, several resets occurred again, even following reinitialization. Device¿s investigation led to the following observation: a failure related to access to a specific component from the integrated circuit was identified. A hardware failure was confirmed. This issue is considered as an isolated case. This complaint is recorded for trending purposes. Please refer to the attached analysis report for more details.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2025 and the programmer was not present in the operating room. Few hours after implantation, the device issued a standby alert and requested a reinitialization. It has been reinitialized by healthcare personnel on the (B)(6) 2025. On the same day (after this event), when I checked it, I did not find any anomalies, performing all the tests and activating all the sensors. Today, I was contacted by the centre, which informed me that the device had returned to standby mode. They did not reset it, I did it myself, following my follow-up, I did not notice any differences compared to my check on the (B)(6) 2025, except for a significant increase in the atrial threshold. The centre is considering reviewing the implant and changing the pacemaker, as well as repositioning the atrial catheter.

Manufacturer narrative:
The conclusions are as follows: -new resets occurred at reception and during a monitoring period. -and at some point, reset recurs, hours or days later, either the ram data is read incorrectly, or the ram data is corrupted, but the address of this failed integrity check is always in same limited space of the ram, for a same paging address. -the fault was found in the access to the external ram in a well-identified paging area. The complaint is recorded for trending purposes.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2025 and the programmer was not present in the operating room. Few hours after implantation, the device issued a standby alert and requested a reinitialization. It has been reinitialized by healthcare personnel on (B)(6) 2025. On the same day (after this event), when I checked it, I did not find any anomalies, performing all the tests and activating all the sensors. Today, I was contacted by the centre, which informed me that the device had returned to standby mode. They did not reset it, I did it myself, following my follow-up, I did not notice any differences compared to my check on (B)(6) 2025.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2025 and the programmer was not present in the operating room. Few hours after implantation, the device issued a standby alert and requested a reinitialization. It has been reinitialized by healthcare personnel on the (B)(6) 2025. On the same day (after this event), when I checked it, I did not find any anomalies, performing all the tests and activating all the sensors. Today, I was contacted by the centre, which informed me that the device had returned to standby mode. They did not reset it; I did it myself. Following my follow-up, I did not notice any differences compared to my check on the (B)(6) 2025.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.